Manufacturer narrative:
(B)(4). This complaint for the check patient line alarm was confirmed. The cause of the alarm was the clamp was left open. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during fill 3. The technical service representative (tsr) had the hp close all clamps and transfer set, cycled the power off and on to system error 2367, and cycled the power off and on to press go to start prompt. The tsr explained the alarms and the hp stated the spare line clamp was left open causing the 2240 alarm. The tsr explained to discard all supplies and to report the alarms to peritoneal dialysis (pd) registered nurse (rn) the next morning. The hp would finish tonight's therapy manually. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2204. The rn was not aware of the alarm. The rn was made aware that the patient left a clamp open and initiated therapy. The rn stated the home patient (hp) has been dong therapy fine and that there has been no patient injury or medical intervention since the occurrence of the system error 2240.